Event description:
The physician informed the distributor that a pt with an automatic implantable cardioverter defibrillator (aicd) received inappropriate shocks. The physician was able to elecit double counting with pt activity. The physician has scheduled an invasive procedure to remove the rate sensing leads, the pt also has another device of the same model from service. There is no allegation of aicd malfunction.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.